Event description:
It was reported that a foreign material was allegedly visible on a CT image at the distal end of the catheter. It was further reported that the foreign material was allegedly found to be the stylet. The patient was reported as stable.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor device history records could be reviewed as the lot number was not provided. Investigation summary: the segment of stylet was found to be 17.8 cm in length, according to the bill of materials, the stylet included in the kit should be 45cm in length. Therefore, the investigation is confirmed for a cut stylet. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that a foreign material was allegedly visible on a CT image at the distal end of the catheter. It was further reported that the foreign material was allegedly found to be the stylet. There was no reported patient injury.